Manufacturer narrative:
(B)(4): the customer reported that the device failed opcheck for the therapy cable. There was no report of pt impact or involvement. The customer replaced the therapy cable which resolved the reported symptom and placed the device back into service. The device was not evaluated by philips.

Event description:
The customer reported that the device failed opcheck for the therapy cable. There was no report of pt impact or involvement.